Manufacturer narrative:
Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within mfg requirements when tested. The instrument was fully functional and conforming to mfg requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported by the affiliate that during a lap hernia repair procedure, the er320 could not fix the clip in the tissue. Later, many clips were fired, and could not fix yet. Another device was used to continue the procedure. Later, an ems device was used on the pt, but the clip was blocked during firing. Then changed to another ems device to continue the procedure, but the rotating knob was broken. A third device was used to complete the procedure. No pt consequence reported. Devices will be returned.